Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker was explanted due to migration. The patient had discomfort and the device had rotated in the pocket. A new device was implanted. No additional adverse patient effects were reported.